Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two prods involved with the reported event. The associated MFR report # is 9616099-2008-01112. Add'l info will be submitted within 30 days of receipt.

Event description:
Post-procedure peak ck was greater than 5 times the upper normal level. Twenty four hrs post procedure, peak ck was 3 times above unl. Because the elevated enzymes, the site completed the mi form. This may have been related to the blockage of a small branch or ballooning during the procedure. The subject did not go back to the lab for re-angio or re-pci. The pt was discharged 3 days after the index procedure. The report is from the study. The pt was a male with a history of hyperlipidemia and smoking. The indication for the index procedure was acute myocardial infarction with pain onset greater than 72 hrs before the index procedure. The target lesion was the bifurcation of the mid circumflex (cfx) and the 2nd obtuse marginal (om2). Vessel diameter was 2.5mm and the lesion length was 40 mm. Pre-procedure stenosis was 90% and timi flow was 2. The lesion was de novo, moderately tortuous, angled and moderately calcified. Lesion location according to medina was 1,1,1. The lesion was pre-dilated with a 2 x 20 mm balloon at 18 atm. A stent was deployed at 18 atm in the om2 and post-dilated with a 2.25 x 23 mm balloon at 10 atm. A second stent was deployed at 18 atm in the cfx and post dilated with a 3 x 15 mm balloon at 16 atm. The stents were post-dilated because they were not fully expanded. The stents were overlapping. Post-procedure stenosis was 0% and timi flow was 3.